Manufacturer narrative:
Evaluation summary: one capsule was received and investigated visually for external damage. The transmission of the capsule was checked according to the user guide with successful results. Per the condition in which the device was received, the capsule seemed to be functioning according to specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, a capsule was placed without incident. The patient returned after the 48 hour study and the study was downloaded by the physician. It was noticed that the study had only recorded a few minutes of the study. A repeat procedure was performed. No other known adverse events were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.